Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing impedances greater than 2,500 ohms in bipolar configuration. The pacing impedance measurements were 400 ohms in unipolar. The patient was not pacemaker dependent. Pacing thresholds had also slightly increased and intrinsic sensing was 4 mv. A revision procedure was performed and the rv lead was surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.